Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that after the pump was stopped, a total of 1000 ml including the blood remaining in the reservoir and the pump blood (hematocrit 25%), started to operate in auto mode. Although centrifugation was performed, washing was not carried out, and all the blood was discarded into the waste bag. Use of the instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage noticed to the instrument. The bowl and tubing were not re-seated, reinstalled or replaced. No error messages were displayed. A blood transfusion was required as a result of this issue.

Manufacturer narrative:
Device evaluation summary: the reported issue that after the pump was stopped, a total of 1000 ml including the blood remaining in the reservoir and the pump blood (hematocrit 25%), started to operate in auto mode. Although centrifugation was performed, washing was not carried out, and all the blood was discarded into the waste bag was verified during service. During inspection, it was noticed that the sensor detecting blood volume in the bowl was slow to respond, preventing the instrument from proceeding to washing process. The issue was resolved by disassembling, inspecting and adjusting the sensor. Preventive maintenance was performed per specifications. H.6: annex b, annex c and annex d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.